Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that trigger point injections were performed at the previous pump pocket site. It was noted that pain persisted at the site likely secondary to scar tissue. The patient later denied pain at the pump site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving an unknown drug via an implantable pump for neuropathic and nociceptive/non-malignant back and leg pain. It was reported that on (B)(6) 2025 the patient reported pain superficially at the pump site as the pump was irritating the area. On (B)(6) 2025 the patient still had persistent pain at the pump site. The outcome was noted as ongoing. The clinical diagnosis was pain the pump site. The etiology of the event indicated the relationship of the event to the device or therapy was a causal relationship and the relationship of the event to the implant procedure was not related. Additional information received from the healthcare provider via a clinical study indicated that patient reported the pump was 'bumping' his ribs.repositioning the pump pocket was considered. It was reported that the patient decreased their activity due to 'movement in pump'. The patient denied pain at the pump site without intervention.